Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed the middle-of-life (mol) battery status earlier than expected. There was concern that the battery was depleting prematurely.